Manufacturer narrative:
Is difficult to regain adequate microcatheter position when it is jailed. Although it is possible to snare the third coil, a segment of the prolapsed coil is trapped between the first enterprise stent and the vessel wall and therefore there is a danger of stent migration with snaring. The exact details of how the second prowler plus microcatheter was advanced through the first enterprise stent were not clear. It is not known what micro-guidewire was used and whether it was entirely inside of the stent before the prowler plus mc was guided into the right middle cerebral artery. The question was raised as to whether the prowler plus mc was also entirely within the first enterprise stent before it exits into the right middle cerebral artery. Per the reviewer, it is possible that the microcatheter was in some segment outside of the first enterprise stent which could lead to stretching and separation of the distal stent delivery wire as the system as a unit was withdrawn following the second stent deployment. The delivery wire separated at two different sites: between the distal wire segment and the center positioning marker and between the center positioning marker and the proximal core wire. The separated center positioning marker now lies free in the pre-cavernous segment of the right internal carotid artery. The distal wire segment is still somehow partially attached to the distal end of the center positioning marker otherwise it would migrate further distally in the right middle cerebral artery. The integrity of the second enterprise stent and its interaction with the first enterprise stent is also in question as one cannot clearly separate the proximal markers of both stents. Since the second stent is 15 mm longer than the first stent and the distal markers of both stents are almost aligned, one should be able to clearly distinguish the proximal markers of each stent. The orbit coil remains implanted and the delivery system was not received for analysis. A review of the manufacturing documentation associated with lot (B)(4) coil subassembly lot (B)(4) and coil assy lot (B)(4) presented no issues during the manufacturing process that can be related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. It is possible that procedural factors including aneurysm characteristic, device size and device interaction may have contributed to the instability of the microcatheter position resulting in displacement and stretching of the coil. With review of the device history records, there is no indication of a relationship to the manufacturing process. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00292 and 1058196-2010-00293.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15137932 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coil subassembly lot 15128553 was reviewed and no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. No other issues were noted that were considered potentially related to the event. Coil assy lot 15132274 was reviewed and revealed anomalies during the manufacturing and inspection processes and the lot was accepted per specification. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. This one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00292 and 1058196-2010-00293. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The following information was inadvertently excluded when the medwatch report 3 was submitted. Received procedural cds and report were reviewed by an independent interventional neuroradiologist, which as reported contained 10 saved angiographic series. It was reported that the presence of a multilobulated wide necked right dorsal supraclinoid internal carotid artery aneurysm directed superiorly is demonstrated. A series with right internal carotid arteriogram after deployment of a 4.5mm x 22mm stent and three complex fill trufill dcs orbit coils (8mm x15cm, 7mm x 21cm and 6mm x 15cm) is seen. A portion of the third coil (6mm x 15mm prolapsed segment is initially trapped between the enterprise stent and the vessel wall, but the more proximal portion extends beyond the proximal stent markers and therefore lies in the vessel lumen. No intraluminal thrombus is detected. A 3d rotation of this same series is seen. Review of the next series reported 3d rotation after removal of the prowler select lp mc and placement of a prowler select plus microcatheter through the first enterprise stent into the right middle cerebral artery. It is noted that the prolapsed segment of the last coil (6mm x15cm) has coiled up in the distal cavernous segment of the right internal carotid artery. With the next series, magnified subtracted ap and lateral views of the right internal carotid arteriogram after deployment of the second enterprise (4.5mmx37mm) it is noted that the distal markers of the second enterprise stent are aligned just proximal to the distal markers of the first enterprise stent. The proximal markers of the second enterprise stent are not well visualized as they should be as this stent is 15 mm longer than the first stent. It is not possible to distinguish the proximal markers of the first enterprise stent from the proximal markers of the second enterprise stent in the cavernous segment of the right internal carotid artery. The distal segment of the delivery wire and the center positioning marker are left in situ separated by a gap and both are disconnected from the delivery system in the prowler plus microcatheter. It is not possible to tell that both pieces of wire are intraluminal, trapped between the 2 stents or even outside of the first stent. After a blank series, with the next series the prowler plus microcatheter has been removed. The distal segment of the delivery wire remains in the right middle cerebral artery. The center positioning marker extends proximally beyond both enterprise stents into the pre-cavernous segment of the right internal carotid artery. No change has occurred since the previous. The next series is a 3d rotation of the same with and without subtraction. Per the reviewer, the third orbit coil (6 mm x 15 mm) partially prolapsed outside of the aneurysm sac due to the unstable microcatheter (prowler select lp) position and the excessive coil length. Typically, it is difficult to regain adequate microcatheter position when it is jailed. Although it is possible to snare the third coil, a segment of the prolapsed coil is trapped between the first enterprise stent and the vessel wall and therefore there is a danger of stent migration with snaring. The exact details of how the second prowler plus microcatheter was advanced through the first enterprise stent were not clear. It is not known what micro-guidewire was used and whether it was entirely inside of the stent before the prowler plus mc was guided into the right middle cerebral artery. The question was raised as to whether the prowler plus mc was also entirely within the first enterprise stent before it exits into the right middle cerebral artery. Per the reviewer, it is possible that the microcatheter was in some segment outside of the first enterprise stent which could lead to stretching and separation of the distal stent delivery wire as the system as a unit was withdrawn following the second stent deployment. The delivery wire separated at two different sites: between the distal wire segment and the center positioning marker and between the center positioning marker and the proximal core wire. The separated center positioning marker now lies free in the pre-cavernous segment of the right internal carotid artery. The distal wire segment is still somehow partially attached to the distal end of the center positioning marker otherwise it would migrate further distally in the right middle cerebral artery. The integrity of the second enterprise stent and its interaction with the first enterprise stent is also in question as one cannot clearly separate the proximal markers of both stents. Since the second stent is 15 mm longer than the first stent and the distal markers of both stents are almost aligned, one should be able to clearly distinguish the proximal markers of each stent. This one of two products used during the same procedure on the same patient, which is associated with MFR reports 1058196-2010-00292 and 1058196-2010-00293.

Manufacturer narrative:
Finding for the follow-up eye examination indicated visual scotoma of the right eye apparently corresponding to areas of possible compromised microcirculation around the fovea. Unclear whether this will persist or whether as congestion or mild swelling will improve. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00292 and 1058196-2010-00293. Additional information will be submitted within 30 days upon receipt.

Event description:
The report indicated that upon placement of the third orbit coil (B)(4) in the aneurysm, the coiling microcatheter (B)(4) backed out causing the coil to deploy between the stent and vessel wall proximal to the aneurysm. Attempts were made to reposition the microcatheter in the aneurysm without success and the coil stretched and extended into the vessel. In order to secure the coil, two additional enterprise stents were placed. However, after removal of the second 37mm enterprise delivery system, the distal tip remained in the patient. No attempts were made to remove the distal tip from the patient. After the procedure, upon arrival to neurology intensive care unit for observation, the patient complaint of pelvic pain and then became hypotensive, and less responsive. The hypotension was later related to low hematocrit caused by retroperitoneal bleed. Additionally, during recovery the patient experienced visual spots. Ophthalmology consults conducted two days after the index procedure, revealed cotton wool spots in the right eye, possible twig retinal artery occlusion. Cotton wool spots usually resolve on their own.

Manufacturer narrative:
Enterprise stent, coils, and microcatheters. The patient with a long history of migraine headaches presented in (B)(6) 2010 with an acute headache, dizziness, near syncope, visual changes, and left upper extremity weakness. She went to the emergency room, and a CT brain scan demonstrated no acute stroke, however it did demonstrate a 9 x 6mm cerebral aneurysm. The patient was transferred to another institution and the angiograms revealed a right supraclinoid right (ica) internal carotid non-ruptured aneurysm measuring 9.1 x 6.5 x 5.9 mm broad necked requiring stent assisted coiling, because the aneurysm was multi-lobulated and wide-necked. The patient was started on aspirin and plavix several days prior to the procedure in anticipation of stent placement. A 22 mm enterprise was placed without incident, and a prowler select lp microcatheter was jailed within the aneurysm for coiling. The stent delivery system and prowler plus microcatheter were removed without incident. Upon placement of the third orbit coil in the aneurysm, the coiling microcatheter backed out causing the coil to deploy between the stent and vessel wall proximal to the aneurysm. Attempts were made to reposition the microcatheter in the aneurysm without success and the coil stretched. A second 37 mm enterprise was deployed, overlapping the first stent and extending proximally to secure the proximal end of the last coil, the second 37mm enterprise stent was deployed in a normal fashion. Upon removal of the stent delivery system and prowler plus microcatheter as a unit, the distal end of the stent positioning wire remained in-vivo. No resistance was met in withdrawing the delivery wire and microcatheters. The wire segment appears to comprise the distal tip of the positioning wire, extending proximally to the proximal end of the center positioning marker. The distal tip is in the patient's right (mca) middle cerebral artery, extending proximally in the right (ica) internal carotid artery. No attempts were made to retrieve the wire segment. The procedure was terminated. No clinical consequence was noted following the procedure. The distal end of the enterprise delivery wire was not reshaped prior to insertion, and there was no difficulty inserting the second enterprise into the microcatheter or the desire site. No additional manipulation/torque was needed to insert and position the second enterprise system at the desire site. The visual changes noted after the procedure were different from the initial assessment prior to the index procedure. Ophthalmology consults conducted two days after the index procedure, revealed cotton wool spots in the right eye, possible twig retinal artery occlusion. Cotton wool spots usually resolve on their own. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00292 & 1058196-2010-00293. Additional information will be submitted within 30 days upon receipt.